Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot numbers h13k25075 and h13l10091 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, vomiting, high blood pressure and fever. The same day the patient was treated with intravenous (IV) vancomycin (dose and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged three days after admission. Three days after hospital discharge the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) at a clinic appointment. The patient was not retrained on pd therapy. At the time of this report the peritonitis event was ongoing and improved. No additional information is available. This is report 1 of 3 involved in this peritonitis event.